Manufacturer narrative:
No conclusion code available. Final analysis found that the implantable cardiac monitor was unable to establish communication with the programmer due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The hybrid was removed and the hybrid current draw was measured and found to be normal and analysis could not conclusively determine a root cause for the premature battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited premature battery depletion. Software download did not resolve the issue. The device was explanted on (B)(6) 2016. The patient's condition was good during and post procedure.